Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe solomed 3ml ll 22x1-1/4 w/sh sla the plunger was loose and there was an issue with leakage. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(4) to english: reports that in a 16-pack 4 had a plunger problem. Reports that it is loose. Also reported that, when applying, leaked medicine where the needle connects with the syringe.